Event description:
Received notice of complaint concerning above product via product complaint form filed by facility. Spoke with director of nursing who reports that a leak occurred at the connection of the top cap and drip chamber. The leak occurred at the beginning of the treatment, reported blood loss was 100cc+. The patient remained stable, no medical intervention was required. The line was changed and the treatment was completed without further incident. The actual sample is available. A response letter and mailer have been sent to the facility. This is 1 of 2 events reported by the facility. A medwatch form has been filed based on blood loss.